Event description:
It was reported that during an implant procedure, after screwing the implantable cardioverter defibrillator's header/connector set screw, the right ventricular (rv) lead came loose. Attempts to tighten were made several times indicating the set screw was fully screwed but the lead came loose. The physician believed there was an issue with the ICD's header. Eventually after several additional attempts, the set screw was fully screwed in and the procedure was completed. The ICD remained implanted. There were no patient consequences.